Event description:
It was reported that approximately 33 months post-implant of a bifurcated device, a suprarenal aortic extension and three limb extensions (2 in the right, 1 in the left iliac arteries), a computed tomography (CT) scan showed contrast leak coming out from the bifurcated device. Reportedly, the patient presented emergently with lower back pain and a CT revealed a small endoleak coming out from the bottom segment of the bifurcated device. The patient had been seen yearly for follow up, with no relevant issues. However, during the emergent presentation, it was noted that the aortic aneurysm had grown from 5.5 mm to 7.5 mm, in approximately 4 hours. The physician elected to implant a competitor (gore excluder) device inside the currently implanted. The intervention was successful and the endoleak resolved. There was no injury to the patient. The patient was reported to be doing well post secondary intervention.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported event is confirmed. The review also indicates that the patient's ongoing medical conditions, history and/or aortic remodeling are factors that could have contributed to the reported event. Based on the review of the available information, a definite cause for the reported leak coming out of from the bottom aspect of the device could not be determined. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.